Manufacturer narrative:
The instrument shows a lot of wear; the 2mm hook end is broken off on the distal end. The insulation on the shaft has numerous cuts and nicks. The metal handle is scratched. The date code on this instrument is dq which is 4/94; this would mean that electrode has been in use for approx 13 yrs. There are no other complaints in our system on this product. Damage most likely due to long usage.